Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary fully covered rmv stent was implanted in the gallbladder to treat a gallbladder obstruction during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. During the procedure, there were issues with the deployment. The stent was deployed and could not be recuperated. The wallflex biliary fully covered stent remains implanted and a different stent was placed to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on february 10, 2021 and february 23, 2021. It was reported that the stent deployed prematurely before it reached the target lesion and the physician was comfortable leaving the stent implanted. The gallbladder obstruction being treated was malignant.

Manufacturer narrative:
Blocks b5 and h6 (device code) have been updated with additional information received on february 10, 2021 and february 23, 2021. Block h6: medical device problem code a150103 captures the reportable event of stent premature deployment. Block h10: the complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary fully covered rmv stent was implanted in the gallbladder to treat a gallbladder obstruction during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. During the procedure, there were issues with the deployment. The stent was deployed and could not be recuperated. The wallflex biliary fully covered stent remains implanted and a different stent was placed to complete the procedure. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.